Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during the follow up, a computed tomography (CT) scan showed a suspect type 1a endoleak. The patient is doing good and is being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. There was mild thrombus and calcifications in the neck (cautionary product use condition). This can contribute to a type 1a endoleak. The clinical evaluation also shows reasonable evidence to suggest multiple type 2 endoleaks of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleaks were discovered on 18may2021 during a review of the 02apr2021 computed tomography scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g1/g2: contact office - name has been updated. G4: date received by manufacturer has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.